Event description:
It was reported that patient underwent a bilateral tmj procedure and is being considered for a revision procedure approximately 10 years post implantation due to pain. The patient is unhappy with facial appearance. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D6a, implant: (B)(6) 2014. D10 ¿ medical products item# 24-6550, lot# ni, 50mm rt standard mand item# 24-6561, lot# 501950a, tmj med lft fossa comp item# 24-6551, lot # 476880a, 50mm lft standard mand item # 24-6560, lot # 458680c, tmj med rtfossa comp. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, d4, g3, g6, h2, h3, h4, h6, h10 and h11.